Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. (B)(4). The manufacture date was unavailable at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the system was disconnected from wall power to be moved, and the gantry powered down immediately. The system was rebooted and brought into the room, but it powered down again. The system was then powered back on and was able to take 2d images, but when the site attempted to spin, the system started to shake. The gantry door was opened and re-closed and then acted as if it was taking a 3d spin, but the exams did not auto transfer or show up on the mobile view station (mvs) once the scan was complete and it went back into 2d mode. The site attempted to spin one last time, but the system was shaking again and would not attempt the 3d scan. The site aborted use of the imaging system and continued with the c-arm. There was less than an hour delay in the procedure. No impact on patient outcome. The manufacturer representative stated that the imaging system was able to perform on spin. However it shut itself down before the images appeared on the mobile view station (mvs). They stated that after a bit of investigating, none of the employees could confirm that the imaging system had been turned off and plugged in the night before the failed procedure. After turning off the machine and leaving plugged in overnight, the system checked as normal. And, has been performing as intended ever since.